Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads and the ipg were explanted and replaced. It is unknown which lead had high impedances.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099588